Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. The cause of the battery not fully charging was a broken black wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
The husband of a (B)(6) female patient contacted zoll customer support to report that one of the patient's batteries will not holding a charge. The patient was provided with a replacement battery pack.